Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') in a 41-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and weight fluctuation. In (B)(6)2008, the patient experienced depression ("depression") and anxiety ("anxiety / mental anguish"). On (B)(6)2008, the patient had essure inserted. In ((B)(6)). 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine / headaches"), hot flush ("hot flashes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On(B)(6)-2011, the patient was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full) vaginal assisted laproscopic cystoscopy ,salpingectomy bilateral). Essure was removed on (B)(6)).2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, dysmenorrhoea, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the depression, urinary tract infection, dyspareunia, fatigue, migraine, hot flush, anxiety, weight increased, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia and uti, blaader infection, pain, vaginal infection, vaginal discharge. Lot number: 626901 manufacture date: 2008-03 expiration date: 2010-02 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: iud seen in the normal position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on((B)(6)2020: pif received: events: bladder and urinary problems were with outcome added. Rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. New events abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury and bladder/urinary problems: uti added. Reporter information, product indication, insertion date and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') in a 41-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and weight fluctuation. In (B)(6)2008, the patient experienced depression ("depression") and anxiety ("anxiety / mental anguish"). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine / headaches"), hot flush ("hot flashes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced anaemia ("anemia"), urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) vaginal assisted laproscopic cystoscopy ,salpingectomy bilateral). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, urinary tract infection, dyspareunia, fatigue, migraine, hot flush, anxiety, weight increased, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2015: iud seen in the normal position. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received: new events dysmenorrhea, vaginal bleeding, mental anguish, fatigue, dyspareunia, migraine, hot flushes, anxiety, weight gain, bladder infection and vaginal infection added. Lot number added. Event psychological trauma was updated to depression. Outcome of events pelvic pain female, abdominal pain, anemia and menorrhagia was updated. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') in a 41-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes and weight fluctuation. In (B)(6)2008, the patient experienced depression ("depression") and anxiety ("anxiety / mental anguish"). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine / headaches"), hot flush ("hot flashes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced anaemia ("anemia"), urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) vaginal assisted laproscopic cystoscopy ,salpingectomy bilateral). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, urinary tract infection, dyspareunia, fatigue, migraine, hot flush, anxiety, weight increased, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for menorrhagia (heavy menstrual bleeding), anemia and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2015: iud seen in the normal position. Lot number: 626901. Manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.